Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument broke down. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive received the force bipolar instrument associated with this complaint and completed testing. The force bipolar instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.